Event description:
Covidien service center received in a n560 monitor and determined that display segments were intermittently missing from the heart rate side of the monitor. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Covidien evaluation isolated the failure to the front pcb board. Manufacturing date of this unit precedes a corrective and preventive action taken by the manufacturer for this failure mode.